Event description:
Event description guidant received information that this implantable lead had an impedance of >2500 ohms. Review of the daily measurements revealed the lead impedance measurements were varying.